Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the device's oxygen blending module manifold assembly was observed. The ventilator's oxygen blending module manifold assembly was replaced to address the issue.